Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low (55 mg/dl). Reportedly, the customer thought low level may have been due to another health issue but was unable to confirm. Customer consumed food and beverages to treat low bg level.